Event description:
It was reported that during testing the device disassembled. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Product not available.

Event description:
It was reported that during testing the device disassembled. No patient involvement or procedural delays were reported with this event.